Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. A talent occluder stent graft was also implanted during the same procedure. It was reported that the devices which were implanted were commercial devices incorrectly labelled as "demo-not for sale/not for human use". As per the facility, the devices were sterile at the time of implant and the device sterile pouches had not been breached. No clinical sequelae were reported and the patient is fine.